Event description:
The information received from (B)(4) study indicated that post-procedure, the patient had elevated cardiac enzymes (ck 218 (ul 170) u/l, ck-mb 10.2 (ul 2.4) ng/ml and troponin I 2.74 (ul 0.399) ng/ml). During the six months follow up the patient had stable angina. Approximately a month and a half after the index procedure, the patient developed thrombocytopenia. The event was managed medically only. The event was reported to be unrelated to the index procedure and the cypher stents.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2010. The patient reported obtained blood glucose result of over "300 mg/dl" and "85mg/dl" with the subject meter, performed more than 20 minutes of each other (time unknown). According to the csr's documentation, the patient manages his diabetes with humalog (sliding scale, three times a day) and lantus (sliding scale three times a day and 15 units in the evening). Per csr's notes, the patient denied taking any action in response to the reported issue; however, at an unknown time after the alleged issue occurred, the patient claimed he had an insulin reaction (symptoms not specified). Prior to the onset of the patient's reported insulin reaction, it is unclear when the patient administered the insulin, the amount the patient self administered is not specified, and it is not known what the patient's blood glucose result was prior to giving himself the insulin. According to the csr's documentation, at an unknown time after the reported issue occurred, the patient claimed the emergency medical service (ems) arrived to "counteract the insulin reaction"; however, the type of treatment the patient reportedly received from the health care professional (hcp) is not specified. The patient denied testing with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient allegedly suffered an insulin reaction, indicative of hypoglycemia, and was allegedly treated by an hcp after the alleged issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011.the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.